Event description:
The customer reported the system was not completing the boot up process and had file check errors. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software and system calibration files were reloaded. The system operates as intended.